Manufacturer narrative:
Follow-up # 2: the lay user/patients test strip have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on (B)(4) 2015 for the meter associated with this complaint and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch ping enhanced meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available for follow up when attempted by medical surveillance (ms). The reporter claimed that the patient obtained the allegedly high result on (B)(6) 2015 in the evening, but could not specify the result obtained. The patient manages his diabetes with an insulin pump and the reporter stated that on (B)(6) 2015 in the evening, the patient was given a higher dose of insulin in response to the allegedly inaccurate result. The reporter claimed that at an unknown time after the alleged inaccuracy, the patient had a seizure, however did not report any treatment. At the time of troubleshooting the cca noted that meter was set to the correct unit of measure and that the test strips had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a serious injury after the alleged meter inaccuracy occurred.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 5/6/2015 and evaluated by lifescan product analysis on 5/27/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.